Manufacturer narrative:
Evaluation summary: we checked the returned product and confirmed that the air/water nozzle clogging and a fluid damage in the us probe due to a physical damage. In addition, we confirmed that the angle wire play ; however, it is not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. This report is being filed as part of the pentax backlog management plan.

Event description:
The air / water nozzles are clogged there is no image available. This event occurred at the time of during inspection. There was no report of patient harm. Date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer.